Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the meter would not connect to the insulin pump. The insulin pump¿s battery died and the meter stopped connecting. The customer¿s blood glucose level was 450 mg/dl. They had not yet treated their blood glucose. They were assisted with deleting the insulin pump and the meter then auto connecting them back up. The device will not be returned for analysis.